Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the continuous glucose monitor (cgm) sensor became unavailable after previously working with a reported blood glucose of 359 mg/dl. Repeated pairing attempts failed, and the ilet dosing stopped soon, prompting disconnection from the pump and a switch to backup subcutaneous insulin; the user was using a dexcom g7, alarms indicated to replace the sensor, and a new cgm was required. Customer care provided support that included remote troubleshooting and instruction to replace the cgm sensor. Investigation of this case revealed loss of cgm pairing leading to dosing interruption and hyperglycemia, with the device functioning as designed once the sensor was addressed and replacement initiated. No clinical symptoms associated with hyperglycemia. Outcomes included a delay to therapy until backup therapy was initiated and glucose values began to decline, without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was a cgm sensor communication failure necessitating sensor replacement.